Manufacturer narrative:
The delivery pusher was returned within the introducer sheath, and the implant coil was detached from the pusher. The implant coil had no evidence of damage along its full length. There was no evidence of blood or hydrogel expansion on the implant. The monofilament knot-tie and adhesive were noted to be intact on the implant coil. There was no evidence of damage on the pusher or the introducer sheath. The pusher had discoloration under the inner pet segment, just proximal to the heater coil that looked like possible corrosion. Because the complaint report mentioned possible flushing of the device, the device may have corroded during the return to microvention from exposure to saline, although this could not be confirmed. Striations and a curled end were noted on the monofilament, which is indicative of a tensile failure on the pusher. The investigation findings and available information confirmed tensile overload of the implant coil retaining monofilament. Although it could not be determined when the device was subjected to excessive tensile forces, the investigation did not reveal any specific evidence to suggest the issue was manufacturing related.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that prior to use, the embolization coil was advanced out from the tip of the introducer sheath and the coil was found to be detached. The device was not used in the patient.